Manufacturer narrative:
Complaint conclusion: as reported, the 6mm x 10cm x 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter could be inflated. However, it could not be deflated. It was finally pulled out with negative pressure in many times. There was no reported patient injury. This was a shunt pta case. The saber pta was used and flushed as usual. There was not much calcification at the lesion. The product was returned for analysis. A non-sterile saber 6mm x 10cm 90 was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon looks like it has been previously inflated. One kink was observed on the body/shaft of the unit approximately at 6 cm from the strain relief and an accordioned condition was observed on the body/shaft of the unit approximately at 11 mm from the proximal marker band. Also, blood residues were observed inside the body/shaft. No other anomalies were observed. Per functional analysis, balloon inflation was performed. A lab inflator/deflator device was attached to the inflation lumen of unit and pressure applied. Balloon was inflated successfully at its rated burst pressure (16 atm); however, the balloon took longer than expected to inflate. Then, an attempt was made to deflate the unit. The unit was deflated, nevertheless, the balloon took longer than usual to deflate. The accordioned condition observed on the body/shaft of the unit may have affected/reduced the flow of the solution while inflating and deflating the balloon during the inflation test. A product history record (phr) review of lot 82185870 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ was confirmed during analysis of the returned device. However, the exact cause cannot be determined. It is likely procedural factors, handling of the device and/or vessel characteristics; although unknown, contributed to the event reported by the customer. A reduction of flow of the solution while inflating and deflating the balloon during inflation testing was noted likely due to the kink and accordioned condition of the shaft of the device. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the device history record (DHR) associated with lot 82185870 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6mm x 10cm x 90cm saber percutaneous transluminal angioplasty (pta) balloon catheter could be inflated. However, it could not be deflated. It was finally pulled out with negative pressure in many times. There was no reported patient injury. This was a shunt pta case. The saber pta was used and flushed as usual. There was not much calcification at the lesion. The device will be returned for evaluation.